Manufacturer narrative:
H.6. Investigation summary : one photo displaying a loose 10ml syringe with an unknown attachment was received and evaluated. It was observed the luer collar was cracked with a small portion protruding outward, which was rejectable per product specification. Potential root cause for the damaged collar defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8156620 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced a tip/luer that broke off before use. The following information was provided by the initial reporter: material no: 301029 batch no: 8156620. Broken tip of syringe at the luer lock region.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced a tip/luer that broke off before use. The following information was provided by the initial reporter: material no: 301029, batch no: 8156620. Broken tip of syringe at the luer lock region.